Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the flap side cut did not complete and the flap was unable to be lifted. Additional information received states the side cut in the right eye was not complete in the two o'clock position. The bed and side was not complete all the way. It was noted that there was a drop in energy with the system.

Manufacturer narrative:
The company representative examined the system but was unable to replicate the issue. A new part was ordered and replaced. The system was then tested and met all product specifications. The sample was received and a visual assessment of the returned sample showed no issues. The resistance of the sample was measured and found to be below specification. The sample did not meet specifications. Based on assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming part. (B)(4).